Event description:
It was reported that pump began smoking from usb port when user plugged in charging cable. There was no reported adverse impact to the customer's blood glucose level. Customer unplugged pump and contacted technical support, planned to use multiple daily injections for backup insulin delivery, and was provided replacement pump while being instructed to place affected pump in storage mode and return it using prepaid label within specified time frame.